Event description:
It was reported that the broach handle was burred. It was reported that the nurse cut herself on the burred unit while removing it from the instrument tray.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.